Manufacturer narrative:
(B)(4). Patient codes pertaining to suture product were submitted in mw# 2210968-2019-84431. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -how are you currently feeling? -does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair surgery on an unknown date and the mesh was implanted. It was reported that the suture was used during the hernia surgery and the suture came undone through the patient's intestines and caused an infection. It was also reported that the patient has a bacteria infection in her stomach. It was reported that the patient has been through multiple surgeries since 2012, and the patient had an abscess. It was also reported that the patient is scheduled for surgery on (B)(6) 2019.